Manufacturer narrative:
Batch reviews performed on 09 november 2017. Lot 147892: 82 items manufactured and released on 26 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert ps fixed size 4/10 mm, code 02.07.0410psf, lot. 147969 (k090988) (B)(4). Gmk-primary femur cemented ps size 4 narrow / right, code 02.07.2214r, lot. 147881 (k122232) (B)(4).

Event description:
The patient came in complaining of pain in the right knee. The surgeon review the patient and determined a revision was required. The surgeon stated that it is was infection (not bacterial). Incision and drainage was performed then cemented antibiotics spacers were left in the patient. The surgery was completed successfully.